Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of mesh removal surgery. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) genesis healthcare system. Imdrf patient codes e1309 and e1715 capture the reportable events of urinary retention and scar tissue. Imdrf impact code f19 captures the reportable event of sling removal surgery.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an advantage fit system and xenform devices were implanted into the patient during an anterior colporrhaphy, bilateral ss vaginal vault suspension/uterine suspension, rectocele repair, sling revision, tension free vaginal tape suburethral sling with bs system, placement of xeno graft, anal sphincteroplasty, bartholin cystectomy, skin biopsy, vaginal packing due to extensive dissection and oozing. Urethral cystoscopy, foley placement procedure performed on (B)(6) 2015 to treat midline cystocele, uterine prolapse, rectocele, urodynamic stress urinary incontinence, urinary frequency and urgency, fecal incontinence, weakened pelvic tissue. On (B)(6) 2015, the patient had revision of sling, urethrolysis and urethrocystoscopy due to irritative obstructive symptoms with urinary retention. Postoperative diagnose reported no obvious urethral blockage from the sling. The sling appeared to be in distal urethral portion of urethra. During the procedure, the sling was completely freed off from its attachment to the urethra and surrounding scar tissue was mobilized. The patient was transferred to the recovery room in stable condition.